Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer reloaded the cartridge and successfully resumed insulin delivery. Customer¿s blood glucose level was 132 mg/dl.